Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the jaws of the device were not opening/closing normally when the product was initially unpackaged. On attempting to use the device the red light on the battery lit up. A new battery was applied but the red light still lit up when attempting to use. They used a new handle to complete the case. There was no patient involvement.